Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient's father was advised to try disabling bluetooth, close the g5 application, re-enable bluetooth, and re-launch g5 application. Patient's father declined further troubleshooting alleging a deficiency with the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.